Event description:
It was reported that during a stone removal procedure, the physician fired the console, and the power emitted travelled back up the fiber, burning his hand. The physician received immediate first aid for the burn and has fully recovered. A second fiber was used, but it snapped. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a stone removal procedure, the physician fired the console, and the power emitted travelled back up the fiber, burning his hand. The physician received immediate first aid for the burn and has fully recovered. A second fiber was used, but it snapped. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Burns are a known inherent risk of device use as stated in the instructions for use.